Event description:
It was reported that hydromorphone 0.2mg/ml was infusing at continuous rate of 0.3mg/hr. Patient was becoming increasingly more hypotensive, clinician increased patient's vasopressors and gave fluid bolus as order in an attempt to bring up blood pressure. Clinician then noticed the syringe of hydromorphone had less volume than expected. The infusion was stopped, pump was removed. No additional harm to the patient.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Omit : concomitant med prod data. Correction : medical device catalog #, annex b : b21 annex c : c21 annex d : d16 additional information : device eval by manufacturer?, annex a : a23 annex g : g0200802 annex b : b01, b14 annex c : c23 annex d : d11 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that hydromorphone 0.2mg/ml was infusing at continuous rate of 0.3mg/hr. Patient was becoming increasingly more hypotensive, clinician increased patient's vasopressors and gave fluid bolus as order in an attempt to bring up blood pressure. Clinician then noticed the syringe of hydromorphone had less volume than expected. The infusion was stopped, pump was removed. No additional harm to the patient.

Event description:
It was reported that hydromorphone 0.2mg/ml was infusing at continuous rate of 0.3mg/hr. Patient was becoming increasingly more hypotensive, clinician increased patient's vasopressors and gave fluid bolus as order in an attempt to bring up blood pressure. Clinician then noticed the syringe of hydromorphone had less volume than expected. The infusion was stopped, pump was removed. No additional harm to the patient.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative annex a: a0509, annex g: g04070, annex c: c07, annex d: d15. Note that imdrf annex a0509, c07, d15 and g04070 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.